Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function and fracture. A right atrial (ra) lead was present in the patient, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, minimal progress was made, and a spectranetics visisheath dilator sheath was added to obtain more progress into the subclavian. Advancement stalled about midway, so switched to a spectranetics 13f tightrail rotating dilator sheath. Moving towards the innominate/superior vena cava (svc) junction, it stalled again, and decided to switch back to the glidelight and visisheath, but could only advance just before the svc. The patient¿s blood pressure dropped slightly, and upon removal of the glidelight, the pressure dropped rapidly. Rescue efforts began, including CPR and sternotomy. Perforations in the innominate vein and the svc were discovered and repaired (MDR # 3007284006-2025-00234). The decision was made to abandon the extraction deeming it too risky to continue; therefore, the rv lead, along with the lld ez, were cut and capped and remained in the patient (MDR # 3007284006-2025-00235). There was no attempt to unlock the lld ez. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.